Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic after being lost to follow up since implant. It was noted that around (B)(6) 2017, the right ventricular lead exhibited high pacing impedance. No intervention was performed and the patient would continue to be monitored.